Manufacturer narrative:
Customer was informed of the correct part number to use for the two parts that are different between a 6500 output board and a 7500 output board. Also, the 6500 generator is no longer produced by conmed. This is the only reported event of this nature on record. This event is considered to be an isolated occurrence.customer was informed of the correct part numbers to use for the two parts that are different between a 6500 output board and a 7500 output board. Also, the 6500 generator is no longer produced by conmed. This is the only reported event of this nature on record. This event is considered to be an isolated occurrence.

Event description:
The customer sent in a system 6500 abc generator. The complaint was that the output power was too high. When the generator was examined, it was found that the customer had installed the wrong part. The part called out for in the customer's user manual for a 6500 generator was not correct for the newer output board that was installed in the generator. The older model output board had been changed at some point in time with a newer output board (the same output board in a system 7500). The system 7500's output board calls for a different part number.